Event description:
During the transcaval tavr procedure, the first 23mm sapien valve was deployed in a 50:50 position. Post deployment angiogram revealed moderate to severe central ai. The decision was then made to place a second valve in a slightly more aortic position and the second sapien valve was placed at 60:40 aortic, resulting in no central ai and trace paravalvular leak (pvl). The patient was in stable condition after the procedure. The central leak was believed to have been attributed to either a native leaflet overhang and/or possible disruption in leaflet integrity due to the tip of the delivery wire being pinned between the annulus and the fully deployed sapien valve. As the wire was extracted/pulled back, it may have disrupted the integrity of the sapien valve. The aortic valve was moderately calcified, there was no mitral annular calcification (mac) or severe ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause for the reported central ai cannot be confirmed, however, procedural factors, as noted above, appear to have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.